Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m55 lead, (B)(6) 2013; 5076 lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that after the device implant, the patient went home and received "shocks". The patient was seen in the emergency room. The patient stated that the lead had come loose and they went back in and "did something" with the lead. The lead was partially removed and replaced. No further patient complications have been reported as a result of this event.